Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-04005. It was reported the patient experienced an increase in pain in the left foot. Reprogramming was unable to resolve the issue. Fluoroscopy revealed the patient's left drg lead had migrated. As such, the patient underwent surgical intervention wherein both leads were explanted and replaced.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-04005. Follow-up information revealed the patient has effective therapy following the procedure.